Event description:
Cardiac latex pack catalog 621328, lot 1186490, rev 25. Contaminants found in the raytec gauze. The raytec found in the phs packs are made by covidien -kendall. Vendor item #: (B)(4). Focusing on raytec (and not phs packs): phs packs= (B)(4). Same reporter in mw5043161- mw5043178.